Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for gel air bubbles with the incident lot was observed. Evaluation of the customer samples was performed and gel air bubbles were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for gel air bubbles with the incident lot was observed. Root cause description: the most likely root cause for the reported defect is air in the system after a gel barrel change causing gel air bubbles.

Event description:
It was reported that before use a bd vacutainer® brand sst ii advance tubes containing silica and gel was found with "bubbles in gel in sstii." There was no report of exposure, injury or medical intervention needed.